Event description:
International affiliate reports that during surgery, the probe was inserted into a lumbar pedicle. When the instrument was turned, the distal portion of the probe broke off inside the pedicle and had to be removed. The difficulty resulted in a five to six minute delay to the procedure and there were no adverse consequences to the patient. Note: affiliate reports that the event occurred during a revision case. However, no information has been provided regarding the reason for the revision. Request has been made to affiliate for the reason for the revision surgery.

Manufacturer narrative:
A follow up report will be filed upon receipt of the probe and completion of the evaluation.

Manufacturer narrative:
Visual examination at the macroscopic level revealed that the fracture was located at the probe¿s distal tip, the second half of the tip was not returned with the sample. A review of the DHR identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. No definitive conclusions can be made. However, scanning electron microscopy fracture analysis suggests that the device underwent a torsional shear quasi-static failure extending to the center of the probe resulting in distal tip fracture. No material defects or other abnormalities were observed in this analysis. In the absence of an observed trend, this complaint will be closed with no further action required.